Event description:
Customer reported: rate inaccuracy flow sensor was found to worn out at, 9 years of age. Manual requires change after 30 processing/sterilization cycles. No patient harm.

Manufacturer narrative:
(B)(4). Results: flow sensor was found to worn out, at 9 years of age. Manual requires changes, after 30 processing/sterilization cycles. Obtained a replacement sensor from hospital stock and installed same. Biomed change out p/n (B)(4) and performed uvt operation was within factory specifications. On patient - switched to new ventilator without incident.